Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR was completed and found no non-conformances. Because the device was not returned, mmdg has been unable to investigate or confirm the complaint. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter states that the bag sets were free flowing. They stated that they stopped free flowing once inserted into the pump. Mmdg followed up with the initial reporter, who stated that they felt that the device was not delivering accurately, but that the patient had not had any adverse effects due to the complaint. (B)(4).